Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump had a frozen display. Troubleshooting was performed. The customer stated that the insulin pump had unresponsive buttons, and alarmed low reservoir. Instructed the customer to insert a new battery. The alarm continued and the buttons still were not responding. Advised the customer to discontinue use of the insulin pump and revert to back up plan. No further info was provided.